Event description:
The following was reported by the pt: on (B)(6) 2008 - the pt underwent a left inguinal hernia repair with perfix plug. The pt reports she has complained of pain since implant and she thinks a piece of mesh has extruded through her abdominal wall. The pt alleges the surgeon informed her that there are adhesions to the mesh, and that the mesh is shifting. Nerve pain can not be ruled out at this time. The following is based on medical records provided by the pt: on (B)(6) 2008 - pt underwent repair of left inguinal hernia repair with perfix plug.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt complains of pain since the time of implant and reports the surgeon informed her there are adhesions to the mesh and the mesh is shifting. The operative dictation at the time of implant notes "I have made it clear to her we will likely not resolve her pain issues and she voices understanding." Although medical records have been provided, there are no test reports to confirm the alleged extrusion of the mesh. Adhesions are also a known adverse event listed in the IFU. Additionally, the mesh remains implanted. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. With the currently available info, no conclusion can be drawn.